Manufacturer narrative:
UDI # (B)(4) the following bwi devices were in use: carto 3 (11233), stockert (st-3379), cool flow pump (03484), decanav catheter (r7f282ct, 15956892m), webster cs catheter (d135303, 17034128m) and a lasso catheter (d134301, 16074879). (B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that during a left sided atrial flutter, a steam pop was noted in the right atrium. Caller reported that a pericardial effusion was also noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by a transthoracic echocardiogram. A pericardiocentesis was performed and approximately 225 ml of fluid were removed. The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor coils resistance was found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during a left sided atrial flutter procedure, a steam pop was noted in the right atrium. The customer reported that a pericardial effusion was also noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by a transthoracic echocardiogram. A pericardiocentesis was performed and approximately 225 ml of fluid were removed. The patient was reported to be in stable condition. Multiple attempts were done to request for further details of this event. However no additional information has been provided.